Manufacturer narrative:
A manufacturing investigation & invest. Summary was conducted/performed. The report indicates that: the product was returned in a packaging different from the original packaging. The laser etching was readable. Usage marks in several areas were visible. The "investigation summary" is a translated conclusion from the attached document(s). A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All measurable dimensions of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. DHR review: manufacturing location: (B)(4). Manufacturing date: jan 22, 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 manufacturer received a broken plate by mail. It was reported that the device was implanted on (B)(6) 2016 and the plate broke postoperatively. The device was explanted on (B)(6) 2016. No delay in surgery has been reported. This report is for one (1) ti lcp(tm) distal femur plate 7 holes/196mm-right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The plate is broken in half at the 3th screw combi-bore. The fracture surface is homogenous what indicates material conformity. The dimensions of the broken plate were as far as possible checked and found to be in compliance with the technical drawings and specification. Based on the provided information, a definitive root cause could not be determined. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Patient initially had an open reduction internal fixation of the distal femur on (B)(6) 2016. Patient had broken locking plate explanted on (B)(6) 2016 and was revised to another distal femur locking plate. X-rays taken on unknown date revealed that the plate broke at an occupied screw hole. Concomitant device reported: screw (part # unknown, lot # unknown, qty 1).